Event description:
The report we received from our affiliate indicated that the patient had a 3.0 x 28mm cypher stent implanted at the distal left circumflex artery and approximately 10 months post-procedure, during follow up coronary angiography, focal restenosis was observed inside the implanted cypher. There was 58% stenosis, which was treated with a 3.25 x 10mm cutting balloon at 8atm. The residual stenosis was 18.1%. The patient did not have any symptoms. The physician indicated that the restenosis could have occurred with any bare metal stent and is not related to the cypher stent.

Manufacturer narrative:
The index procedure was elective. The access site was the femoral artery. The vessel was not pre-dilated. The lesion was de novo, eccentric, slightly calcified and tubular. The diameter of the vessel was 3.1mm, and the lesion length was 12.1mm. Pre-procedure stenosis was 64.4%. The vessel was type c (aha/acc classification). The 3.0 x 28mm cypher was implanted at 22atm for 31 - 60 seconds. The stent was not post-dilated. The residual stenosis was 34.9%. Ivus was conducted. During the same procedure, a 54.2% stenosis at the mid left anterior descending artery (lad) was treated with a 2.5 x 23mm cypher at 20atm for 31-60 seconds. The residual stenosis was 18.2%. Additional information will be submitted within 30 days from receipt.